Event description:
Literature was reviewed regarding gastrointestinal bleeds (gib) and risk scores in patients with a left ventricular assist device (vad). Patients were studied in groups of gib or no gib with many patients experiencing multiple major adverse events. The authors described patient deaths; the causes of death were infection, bleeding events, septic shock, infective pneumonitis, intracranial hemorrhage, and hemorrhagic shocks secondary to gib. Gib was defined as overt bleeding within the gastrointestinal tract (melena, hematochezia, hematemesis, and coffee-ground emesis). Gib etiologies included arteriovenous malformation (avm), gastric ulcer, colon diverticulosis, and erosive gastritis, and many were treated with transfusions. In addition to gib, there were patients who experienced ischemic strokes, vad thrombosis, intracranial bleeding, hemothorax, nasopharyngeal hemorrhage, colostomy bleeding, driveline infections, sepsis, wound dehiscence, pneumonia, pleural effusion, acute renal failure, transient ischemic attack (tia), acute cholecystitis, pancreatitis, pseudomembranous colitis, cognitive impairment, pneumothorax, pneumoperitoneum, ventricular arrhythmias, atrial arrhy thmias, vascular access bleeding, nasopharyngeal hemorrhages, and hospitalization for right ventricular (rv) failure and unknown vad failures. The status of the vads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/58 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: gastrointestinal bleeding during long-term left ventricular assist device support: external validation of utah bleeding risk score. Journal of cardiovascular development and disease. 2025. 12, 105. Doi: 10.3390/jcdd12030105 d4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.